Event description:
Information was received that a leaking reservoir on a smiths medical level 1 hotline low flow systems - hl-390 was noted after initial fill. This incident occured prior to use with a patient, therefore no injury has resulted.

Manufacturer narrative:
One level 1 hotline fluid warmer was received with a leaky block assembly. A visual inspection was conducted then the tank was filled with water, attached to a temp check, the in line cord was plugged and the power was turned on. The reported leaking reservoir issue was unable to be confirmed. The block assembly was leaking, but the tank was not. The issue was caused by a faulty block assembly and it will be replaced to resolve the issue.